Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Customer stated that the pump accidentally fell and that the touchscreen is not responsive. Troubleshooting with tandem technical support was performed. Customer's blood glucose levels were not impacted. Customer will continue to use pump as basal is still being delivered and will use manual injections to delivery a bolus for insulin therapy.